Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306593 and lot number 0175222. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd¿ pre-filled normal saline syringe barrels were found to be cracked after unpackaging them. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the nurse wanted to use the prefilled syringe to seal the indwelling needle for the patient child, after unpacking the two prefilled syringes, it was found that there was a fracture defect at the end of the tube body of the flush, and the edge was tough, so nurse replaced it, and no cuts were caused to the operator"